Event description:
It was reported that a patient had two diathermy procedures done on (B)(6) 2012. It was stated that the patient noticed an increase in pain after the first procedure. It was noted that the stimulator was not as effective. Reprogramming was done. The patient was reported to be alive with no injury and no adverse event. About two weeks later it was reported that diathermy was not used. It was reported that the patient actually had a standard ultra sound. There was no more concern that diathermy was used, but the device will still be interrogated. There were no malfunctions seen. The level of effective therapy was unknown at the time and the patient was going to be seen in the clinic on (B)(6) 2012. About one week later it was reported that the patient was seen in the clinic. Reprogramming of the device was done, and it was determined that the device was functioning properly. It was stated that the patient was receiving better paresthesia coverage. It was stated that no further steps were going to be taken. No further information was received.

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37083-20, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3587a25, lot# n171817, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot# n266246, implanted: (B)(6) 2012, product type lead. (B)(4).